Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the reported issue was confirmed. A review of the device error logs was performed and a device reboot error was observed. The device's main board was replaced to prevent reoccurrence. The unit was confirmed to be working properly after replacement.